Event description:
Received user facility medwatch which states "failed mechanical suturing device, right femoral artery. Occurred during cardiac catheterization. Device would not deploy. Unable to remove device. Immediate surgical consult and intervention required. Device removed in surgery with right femoral artery exploration and right common femoral endarterectomy with vessel repair". Upon further query, the following info was received: the physician attempted to close a 5 fr. Arteriotomy, but met resistance with the first insertion. The resistance was reported to be most likely caused by the condition of the vessel. The device was removed. The arteriotomy was dilated up to an 8 fr. The device was re-inserted and again met with some resistance, but was able to be inserted and achieved good mark. The needles were deployed, but when the needle pusher was pulled back, there was a bilateral cuff miss. The physician was unsuccessful at lowering the foot and removing the device. The pt was taken to surgery for removal of the device. The pt was taken to surgery for removal of the device via arterial cut down. It was reorted that "the plastic part of the foot plate was broken from the shaft of the device. The teflon catheter was also severed from the shaft and removed from the pt, it was noted that one cuff still had a suture, but the suture was frayed, as if the vessel calcification frayed the suture. The pt has had an uneventful recovery and had a potential discharge date in 4 days.